Event description:
The emergency medical transportation crew responded to a motor vehicle accident scene and a patient with multisystem trauma. After a failed attempt to intubate the patient due to swelling trauma etc., an emergency cricothyrotomy kit was opened and the #10 scalpel blade was used to make an incision. The blade fell off and was retained in the patient's airway. The crew was able to ventilate the patient and so the failure of the scalpel did not compromise this otherwise critical patient. The scalpel blade is not available for manufacture's inspection.